Event description:
The customer reported to olympus that the visera pro xenon light source would not power on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
To date, this device has not been returned for to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
The subject device was not returned to olympus and the reported problem (device could not be turned on) could not be verified. However, the investigation determined that the defects in one or more of the following components could have caused the problem: 1 input voltage, 2 power cable, 3 inlet plug of the chassis, 4 fuse, 5 power switch, 6 interlock switch, 7 flat cable, 8 main board/converter, 9 power switch light emitting diode (led) or 10 front panel. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the device problem was observed during inspection/before use. The procedure was delayed more than ten minutes and it is unknown if the patient was sedated at the time of the delay. The procedure was completed using a similar device.